Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 13dec2021, it was reported that this was a complex case. The portal vein was accessed; however, the angulation was not very good and there was a lot of resistance when trying to advance the introducer into the vein, which was not uncommon. The user reported that the dilator insert was also used, "and therefore it not unlikely that I was holding on to the hub and pushing in order for the two not to separate." It was then that the hub broke off of the device.

Manufacturer narrative:
(B)(6). A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on

Event description:
It was reported an unknown patient required placement of rosch-uchida transjugular liver access set for a transjugular intrahepatic portosystemic shunt procedure. During the procedure, the hub of the flexor introducer separated during positioning of the hepatic vein. The physician noted the device "got stuck" and had to use "more force than usual". The device was removed and another similar device was used. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested, but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation skånes univ.sjukhus lund informed cook of an incident involving a rosch-uchida transjugular liver access set (rups-100) from lot 13866709. The device valve reportedly broke off during a transjugular intrahepatic portosystemic shunt (tips) procedure on 01dec2021. It was reported that the patient's anatomy was tortuous, and the user experienced resistance when advancing the sheath. The patient did not require any additional procedures and did not experience any adverse effects. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures, as well as a visual inspection of the returned product, were conducted during the investigation. The complainant returned the sheath from a rosch-uchida transjugular liver access set (rups-100) to cook for investigation. Physical examination of the returned device showed the shaft separated at the hub exposing the coil at the shaft. Distal tip damage was noted. Coil bunched at 1.5cm from the tip and 3cm from the tip. The distal tip is out of round and pushed inward but no sharp edges were noted. At this time, cook concludes that the device was manufactured within specification. A review of documentation determined that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) was also reviewed. The DHR for lot 13866709 records no non-conformances. The DHR for sheath subassembly lot records no non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The product IFU, [t_rups_rev4] ¿rosch-uchida trensjugular liver access set,¿ provides the following information to the user related to the reported failure mode: warnings ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ based on the information provided, inspection of returned product and the results of the investigation, it was determined that unintended user error contributed to this incident. The user indicated that force was used to navigate the patient's anatomy, as there was notable angulation. The instructions for use advise to consider dilation of any restriction identified or consider alternate treatment strategy when resistance is encountered during device advancement. The appropriate personnel have been notified. Per the risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.